Manufacturer narrative:
Due to character limitations e1 - event site name - (B)(6) # (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had an error message "automatic inflation failure". After discovering the fault, the medical staff reconnected the cardiac wire and pressure sensor and restarted the device. The fault still existed and could not be eliminated. The spare equipment was replaced in time, and no casualties occurred.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) arrived on site and the balloon was connected for testing, and an error occurred when the machine started working. The background was entered to test various data. The negative pressure was low, and the value was -164. Other data were normal. It was initially determined that the maintenance kit was aging and needed to be replaced. Fse replaced maintenance kits 5000 hr, valve group and unit passed all functional and safety tests. All parameter indicators met factory requirements and can be used clinically.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields: h6(clinical code, impact codes) a getinge field service engineer (fse) arrived on site and the balloon was connected for testing, and an error occurred when the machine started working. The background was entered to test various data. The negative pressure was low, and the value was -164. Other data were normal. It was initially determined that the maintenance kit was aging and needed to be replaced. The service quotation has been made, but the customer has not decided to repair it yet. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a